Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the battery site. It was noted that the pocket site had two small holes and were draining purulent discharge. The physician believed that the infection was not device or procedure related and the cause was unknown. The patient was prescribed with antibiotics. The patient underwent an ipg explant procedure.